Event description:
During inspection of an abutment, the line from an implant was discovered. The implant has been restored and the pt is reportedly fine. Pt is same pt as medwatch report #2023141-1998-00160.